Event description:
In 2005, the lay user pt contacted lifescan and alleged that her surestep enhanced meter was reading inaccurately low. The medical affairs specialist was unable to reach the pt to obtain further information. A letter was also sent. The pt received a result of 22 mg/dl on the subject meter. She was experiencing a headache at the time of concern. She was taken to the hospital and given insulin treatment. Her blood glucose result at the hospital was not provided. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that she coded the meter correctly. The test strips were in good condition and within the expiration date. However, the pt did not have control solution and therefore, a quality check could not be performed. Although there is insufficient information, the reported meter gave low results while the pt was experiencing symptoms of hyperglycemia and was eventually treated for having a high blood glucose. Therefore, this complaint is reported as an adverse event. A replacement meter kit was sent to the lay user/patient.